Event description:
A system operator reports several pts that are overcorrected following refractive surgery. Add'l info has been requested.

Manufacturer narrative:
The complaint investigation, including root cause analysis, is in progress.